Event description:
The customer used the device to check they blood glucose and obtained a result of 336 mg/dl they were not responding and not eating. Emergency medical technicians were called and they checked patient's glucose at 40 mg/dl. Patient was transported to the hosptial for treatment. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.